Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail lengthened about 3.5cm before it was found to be bent. Although the nail was found to be bent, the patient completed extension. However, the patient is now experiencing pain as the nail is broken after the patient jumped into water. The nail was explanted.

Manufacturer narrative:
Device evaluation: visual inspection of the returned nail (lot 2021406aaa) revealed that the unit¿s housing tube has broken at the center of the nail which confirms the reported failure. The work order has been reviewed and confirmed the device passed all inspections per the acceptance tests. The inspection data for the lot of housing tube was reviewed and confirms the parts met design specifications per the engineering drawings. The breakage was not determined to have been related to the manufacturing processes or material failure. Based on the provided information and the type of breakage observed, it is probable the nail broke due to stress generated from weight bearing activities. Device labeling: per the precice instructions for use, ¿the precice intramedullary limb lengthening nail cannot withstand the stresses of full weight bearing for tibia and femur applications. For humerus applications, patients should not bear any weight on the treated limb. Patients should utilize external support and/or restrict activities until consolidation occurs¿.

Event description:
No additional information has been provided.